Event description:
It was reported during unpacking for a percutaneous coronary intervention, stent dislodged outside the patient. A 3.50mm x 16mm liberté stent delivery system was selected to treat the lesion. During unpacking, the physician found that the stent was detached from the balloon. The procedure was completed with a different device. No complication were reported and patient's status is stable.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a product mandrel with a stent protector and the liberte/veriflex stent on it. The stent delivery system (sds) was not returned for analysis. Majority of the stent had struts that were bent, flared and overlapping. The inner diameter (ID) of the balloon protector was measured at the distal and proximal ends using a calibrated pin gauge set. Inspection of the remainder of the stent presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported during unpacking for a percutaneous coronary intervention, stent dislodged outside the patient. A 3.50mm x 16mm liberte¿ stent delivery system was selected to treat the lesion. During unpacking, the physician found that the stent was detached from the balloon. The procedure was completed with a different device. No complication were reported and patient's status is stable.